Manufacturer narrative:
Correction - the actual implant device was not reported by the customer. Blocks b2, b5, d1: brand name, d1: common device name, d1: pro code, g1: MFR site address 1, g1: MFR site city, g1: MFR contact state, g1: MFR contact zip/postal code, g1: MFR contact phone number, g1: MFR contact email and g4: premarket / 510(k) # updated. Block g2: other: health canada incident report reference no. (B)(4). Block h6: patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of infection. Patient code e1720 captures the reportable event of inflammation. Impact code f2303 captures the reportable event of medication required. Block h10: the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc sling was implanted into the patient during a procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient began to experience intense vaginal dryness, major back pain on the left side, abdominal pain, generalized pain, major leg pain, bacteria in bladder, lichen sclerosus, migraine, and insomnia. Subsequently, the patient was required to have intensive intake of antibiotic for urinary tract infection that was antibiotic resistance.

Manufacturer narrative:
Report source: other: (B)(6) incident report reference no. (B)(4). The device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an unk-p-advantage device was implanted into the patient during a procedure performed in 2017. Reportedly, after the implant procedure, the patient experienced: intense vaginal dryness, acute back pain, especially left side, bacteria in bladder, lichen sclerosus, acute leg pain, migraines, low pressure and pressure-intensive intake of antibiotics for urinary tract antibiotic resistance, acute abdominal pain, insomnia, change in temperament, and generalized pain.